Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified peripheral artery disease. A 7.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the middle part. The device was removed, and the procedure was completed with different device. There were no patient injuries reported and the patient was in good condition post procedure.